Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 62 year old female patient with an impella cp. During support, the automated impella controller (aic) displayed intermittent controller error alarms during support. The aic was replaced in response to the failure. There was no patient harm.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed upon return of the aic, it was noted that the console was returned in an unprotected box and was subsequently the rear housing was broken. Aic - damage before therapy was added as a failure mode (fm). The data analysis confirmed the reported failure mode. This console was tested and upon running the optical test pump for 3 hours and 30 minutes, unable to reproduce the reported fm ¿ controller error or the communication issues with any of the subcomponents. The root cause of the controller error was not determined due to the inability to reproduce it. The root cause of the broken rear housing was most likely a use issue. D9 date device returned to manufacturer added.